Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that the cartridge compartment of the infusion device is contaminated with insulin and the pt has experienced elevated blood glucose of 300 - 500 mg/dl. In 2009, the pt felt sick and vomited at 6:00am and the mother drove her to the hospital. The pt was disconnected from the infusion device upon admittance to the hospital and she reconnected the following day. She was released from the hospital the following day. Four days later, the cartridge compartment was again contaminated with insulin. The pt's normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.